Event description:
Caller states the patient tested 5.9 inr and 3.8 inr on the coaguchek xs system during duplicate testing. Coumadin was held for 2 days and then decreased to 2.5mg/day. No adverse event reported. Requested return of suspect system, and replacement was sent.